Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Circular component of the dual clean oral b toothbrush head has fallen off on 3 of the heads in the pack whilst brushing teeth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via e-mail on (B)(6) 2016 that while brushing her teeth with an oral-b rechargeable toothbrush, version unknown, the circular component had fallen off of 3 oral-b dualaction brushheads from a pack of an unspecified number. No symptoms developed.